Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. The representative intended to provide troubleshooting equipment. After troubleshooting, the patient was advised to have the device checked with cardiology. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. The representative intended to provide troubleshooting equipment. After troubleshooting, the patient was advised to have the device checked with cardiology. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted. No additional adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. The representative intended to provide troubleshooting equipment. After troubleshooting, the patient was advised to have the device checked with cardiology. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted. No additional adverse patient effects were reported. This product has returned for analysis.